Manufacturer narrative:
(B)(4). Results of investigation: the vyaire service department received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was isolated to a loose cable.

Event description:
The customer reported that while using the avea ventilator, the user interface module (uim) screen is showing lines all through the screen. There was no patient involvement associated with this event.